Manufacturer narrative:
Concomitant medical devices: model: 4470, competitor lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting t-wave oversensing (twos) post vs (ventricular sense) on their most recent remote transmission. The rv lead remains in use. No patient complications have been reported as a result of this event.